Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing loosening following a total knee arthroplasty.

Manufacturer narrative:
(B)(6). Brand name; persona stemmed 5-degree tibia, size e methods: actual device not evaluated, manufacturing review. Results: non-functional defect, no failure detected. Conclusions: unable to confirm complaint. Concomitant medical product ¿ persona stemmed 5 degree tibia, size e, right catalog# 42532007102,lot# 62714746, persona ps femoral, standard, size 7, right catalog# 42500606202, lot# 62956155, persona ps articular surface, 10mm, right catalog# 42522400710, lot# 62966769, persona stubby stem extension, 14 mm diameter +30 mm length catalog# 42557000114,lot# 63004043, palacos n-antibiotic bone cement. There was no revision surgery and the patient was advised by the surgeon to come back in two years or as needed to check the knee implant condition. Hence, no devices or photos were received; therefore visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibia with articular surface). DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Primary operative notes were provided and it is identified that the articular surface was implanted per the surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may have influenced the performance of the device. Persona knee system packaging insert, loosening of the prosthetic knee components and joint instability are also addressed as possible adverse effects of this procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02577-1, 0001822565-2016-02241-2.

Event description:
It is reported that the patient is experiencing possible loosening of the tibial component. However, there was no revision surgery and the patient was advised by the surgeon to come back in two years or as needed to check the knee implant.

Manufacturer narrative:
This follow-up report is being submitted to correct information. The following sections were corrected: concomitant medical products - product correction for zimmer persona natural tibia cemented 5 degree stemmed left size e, catalog# 42532007101,lot# 63021902. Persona ps femoral, standard, size 7, left catalog# 42500606201, lot# 62937525. Persona ps articular surface, 10mm, left catalog# 42512400710, lot# 62923948. Stem extension tapered cemented 14 mm diameter +30 mm length, catalog# 42557000114, lot# 63004027. All-poly patella cemented 32 mm diameter, catalog# 42540200032, lot# 63001457. Palacos n-antibiotic bone cement, catalog# 0011214001, lot# 79934392. Palacos n-antibiotic bone cement, catalog# 0011214001, lot# 79934392. Patient had bilateral total knee arthroplasty. Follow up email sent and it was clarified that left knee was the one which surgeon believed had loosening instead of right knee which was reported before. Left items added and complaint updated. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. 0001822565-2016-02577-2, 0001822565-2017-03399, 0001822565-2017-03400.

Event description:
It was reported that a patient was implanted with bilateral knee replacements. Subsequently the patient is experiencing loosening of the tibial component of the left knee.